Event description:
The customer reported the image quality of the images produced was degraded to a point in which they were not usable and would be serious if it were to re-occur. It could or did result in the termination and/or rescheduling of an interventional procedure. No pt injury was reported.

Manufacturer narrative:
A ge rep evaluated the sys and reseated circuit boards and connectors. The sys operates as intended.